Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 825 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and dehydration. Customer was hospitalized due not being able to keep food down. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization but was removed in the emergency room. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but there was one air bubble close to site. Customer was assisted in clearing air bubble. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation and to call back should issue persist. The product was not returned for analysis.